Event description:
1mm - 1 1/2mm section of trocar sleeve missing from end, noticed after trocar used. Product sent to manufacturer. Unable to determine if missing section embedded in patient. No adverse outcome noted.